Event description:
Boston scientific received information that during an ablation procedure for atrial fibrillation, the right atrial lead was noted to be dislodged. Review of the numbers revealed low sensing and a high threshold measurement of 2.5 volts. It was noted that the ra impedance measurement was within normal limits. A revision procedure was scheduled. No additional measurements were provided and no adverse patient effects were reported. No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.